Manufacturer narrative:
In the instruction manual, section 4.3.2 patient setting, item (7), the following caution is stated: "3. Take care for patient not to contact with the gantry." There was a report that when the patient table was slid toward the gantry, the patient's body became trapped between the upper part of the gantry and the breast coil. Since the patient was in contact with the gantry, we determined that the caution in the instruction manual was not followed. After reviewing the log of the table position data, we confirmed that while the table was sliding sideways, its height remained unchanged. There was no record of the table rising automatically during movement. Therefore, we concluded that this incident was not caused by the device. Accordingly, we determined that this incident was due to improper use of the device. Since no subsequent abnormalities have been detected in the device, we consider corrective actions unnecessary.

Event description:
On (B)(6) 2025, fujifilm corporation was indormed of an event involving oasis. During a breast MRI examination, the patient lay prone on the breast coil placed on the table. When the table was slid toward the MRI magnet's gantry, the patient's body became trapped between the MRI magnet's gantry and the breast coil. As a result, the patient sustained a buckle fracture of the anterior sixth rib.

Manufacturer narrative:
A supplemental report will be submitted pending investigation results.